Event description:
Reporting status: serious injury. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that a dissection occurred while implanting a xience v 2.5 x 23 in the mid to distal rca, and was observed at the distal part of the stent. Another xience v 2.25 x 28 was used to cover the dissection. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation- product performance engineering determined that dissection, as listed in the xience v instructions for use (IFU), is a known adverse event associated with coronary stenting. Dissection is not necessarily an indication of a prod qual issue and in this case, there was no report of any device malfunction at the time of implant. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. It should be noted that the IFU also states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent may cause acute closure of the vessel requiring add'l intervention."